Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to a dislodgment. Physician tried to reposition and it was also encountered helix extension issues leading to a replacement of the lead. Post market quality assurance laboratory found an inner coil fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to a dislodgment. Physician tried to reposition and it was also encountered helix extension issues leading to a replacement of the lead. No additional adverse patient effects were reported.